Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 121 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed on 06/17/2016. The complaint of an error icon was not confirmed. A root cause could not be determined.